Manufacturer narrative:
Eval: no testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned.

Event description:
On (B)(6) 2018 a patient (pt) in (B)(6) reported he/she is on the way to the hospital to remove a contact lens (affected eye not provided) from the eye. On (B)(6) 2018 a call was placed to the pt and additional information was provided: the pt reported the suspect product is acuvue oasys brand contact lens. Pt reported (B)(6) 2018 after about 10-15 days of wear the left eye lens felt out of focus. Pt removed the suspect lens and reinserted the lens and noted the left eye was swollen, very red and uncomfortable. The pt did not notice anything unusual with the lens on removal. The pt reported on returning home, the pt could not locate the lens in the eye and used renu lubricating drops. Pt went to an eye care provider (ecp) on the same day and the lens was not in the eye. Pt reports the ecp diagnosed inflammation and bacterial keratitis. The ecp prescribed vigamox every 4 hours, flutinol every 8 hours and hyabak every 2 hours. Contact lens wear was suspended. Pt reported a follow-up visit on (B)(6) 2018 and was advised to continue medications. On (B)(6) 2018 the pt had an additional follow-up visit, the vigamox was discontinued and flutinol every 12 hours for 3 days, then once daily for 3 days. No return visit was scheduled, but the pt was advised not to wear lenses for 10 days. Pt reports the os was better in 4 days, but stated the os was ok now. The suspect lens is not available. On (B)(6) 2018 a call was placed to the hospital for additional medical information, but no additional information has been received. On (B)(6) 2018 a call was placed to the pt for additional information, but no additional information was obtained. On (B)(6) 2018 a call was placed to the pt and additional information was provided: pt reported the left eye is completely better. The pt has not returned to contact lens wear. Pt will send the ecp diagnosis and treatment. On (B)(6) 2018 an email was received from the pt and additional information was provided: an ecp note dated: (B)(6) 2018 stated: the pt was seen for consultation on (B)(6) 2018 and requires home retention from (B)(6) 2018; diagnosis: keratitis. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00335q was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.